Event description:
As reported by implant patient registry, approximately 6 years and 2 months post implantation of a 29mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation was due to the patient's watchman implant that developed endocarditis. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).